Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that on: (B)(6) 2012: patient presented with the following pre-op diagnosis: l4-5 degenerative spondylolisthesis. L5-s1 disc space collapse. Scoliosis. Lumbar stenosis l4-s1 with l4-5 being recurrent. Lumbar radiculopathy. Intractable back and lower extremity pain. Procedure: left-sided transforaminal lumbar interbody fusions l4-5 l5-s1. Right sided transpedicular exposures for neural decompression l4-5, l5-s1. Placement of interbody devices at l4-5, l5-s1. Posterior segmental instrumentation with bilateral percutaneous pedicle screws at l4, l5 and s1. Posterior spinal fusions l4-5 l5-s1. Harvest of local bone autograft. Placement of osteopromotive material (rhbmp-2). Per operative notes: local autologous bone was packed anteriorly in the disc space along with a pledget of bmp. The interbody device itself was then inserted, which had been filled with bmp along with some more local bone autograft. The bmp was used in the interbody space. Patient alleges unspecified injuries due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.